Manufacturer narrative:
(B)(4). . A review of all batch record documents was performed on potentially associated lot number gd893743 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued and the patient was switched to hemodialysis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose not reported) for the peritonitis. The pd catheter was removed. The patient was recovering from the events at the time of this report. This is report 2 of 3 involved in this peritonitis event.